Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2024. The cause of the death was due to small tumor in liver. The customer passed away in hospital. The last known product (s) for this customer are as follows: mmt-1884, mmt-381a, mmt-7040b, mmt-332a. The pump was not worn at the time of passing. The customer was not using a sensor at the time of event. The customer was using the insulin pump within 48 hours and it was unknown if customer using the auto-mode/smartguard feature at the time of event. Mmt-1884 was requested, and the device was returned for analysis. Mmt-7040b was requested and the device was returned for analysis. Mmt-332a was requested and customer response was the device will be returned. No product return is required for mmt-381a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2024 to (B)(6) 2024. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the ss event date of 26-nov-2024. In further full review of the pump history/traces on the customer's event date of 19-nov-2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the customer's event date of 19-nov-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the ss event date of 26-nov-2024 and customer's event date of 19-nov-2024 in the formatted history file. Low battery alert was found on: (B)(6) 2024 10:12:00.000 and (B)(6) 2024 21:45:00.000. Insert battery alarm was found on: (B)(6) 2024 15:45:48.000, (B)(6) 2024 13:33:48.000, (B)(6) 2024 07:29:09.000 and (B)(6) 2024 07:39:00.000. Replace battery alert was found on: (B)(6) 2024 07:16:00.000 and (B)(6) 2024 07:26:00.000. Pump error 23 alarm was found on: (B)(6) 2024 07:40:04.000. Power loss alarm was found on: (B)(6) 2024 07:43:02.000 and (B)(6) 2024 07:43:09.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 2:09:56 am. There was no power data available for the date of (B)(6) 2024. Unable to check power data for low battery alert at (B)(6) 2024 10:12:00.000. Upon checking on the power data/detail trace file, low battery alert at (B)(6) 2024 21:45:00.000 and replace battery alert were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. Pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. No unexpected low battery alert, replace battery alert, pump error 23 alarm and power loss alarm noted during testing. Sgcalibrationerror (776) was found on: (B)(6) 2024 21:47:20.000 lostsensor1alert (780) was found on: (B)(6) /2024 11:03:00.000 and (B)(6) 2024 11:13:00.000. Lostsensor2alert (781) was found on: (B)(6) 2024 11:30:00.000 and (B)(6) 2024 11:40:00.000. Sensorexpiredalert (794) was found on: (B)(6) 2024 20:17:32.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sg calibration error, lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Unable to verify customer's daily total of all insulin delivered surrounding the date of (B)(6) 2024 listed on pump history and the days prior to that date due to insufficient data in the trace/history files. Unable to verify customer's daily total of all insulin delivered surrounding the customer's event date of 19-nov-2024 listed on smartsolve and the days prior to the customer's event date due to insufficient data in the trace/history files. The pump passed all the required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.